Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to an infection and becoming septic. The cause of death was multi organ failure. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 46 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by the hospital at the time of admission, which was a week prior to their passing. The customer was using sensors. The caller agreed to return the insulin pump for analysis.